Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found. Translated file shoed no noticeable anomalies. See tech services notes regarding t wave oversensing.

Event description:
It was reported that there was a possible pacing inhibition issue with the device and it was pacing at a rate lower than programmed due to the right ventricular lead oversensing t-waves. The device and the lead remain in use. No patient complications have been reported as a result of this event.